Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit automatically shuts down within ten minutes after disconnecting the ac power , the unit is also producing an abnormal noise. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunctions. The fse replaced the battery and the condenser. All parameters of testing were normal. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a